Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's protective sleeve was torn. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was observed on the instrument. The damage was observed on the saft between #2 and #3 in the picture. The instrument has been sent back to isi for evaluation. There are no photos or videos for review, but the package shows delivered and shipped.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and exhibits scratch marks/abrasions on the brown section of the* 0.2850¿ x 0.0400¿. There was no material missing.

Event description:
Refer to h11 for follow-up information.